Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high (over 600 mg/dl) with a large level of ketones. The customer changed out the pump supplies; however, the bg level increased. The customer was vomiting and was in diabetic ketoacidosis (dka). The customer delivered insulin and was unsuccessful at lowering the bg. The customer checked the infusion set tubing and no insulin was exiting the tubing. Only one drop of insulin was observed exiting the cartridge tubing. The customer disconnected the pump from the tubing and attached a non-tandem pump to it. The infusion set tubing and site were not changed. Insulin was resumed and the bg lowered within a few hours. The customer continued to use the non-tandem pump to manage diabetes.